Manufacturer narrative:
The conclusion is that the burns were caused by skin-skin contact. Skin-skin burns are a known cause for rf burns during an MRI scan. The best way to prevent skin-skin rf burns is to create enough isolation between the two skin surfaces either by distance or by an isolating material between the skins. It was also mentioned that high sar levels were used for several scans. An accessory set is part of every mr system delivery containing several spacers and cushions. The customer was advised to separate the legs or dress pt in cotton trousers. Also advice was given to reduce sar levels and to add breaks between the scans. The instructions for use already contains extensive warnings.